Event description:
I had essure implants and the pain continually got worse over the five years I had them. I visited doctors and finally had them surgically removed. My periods became irregular and I have gained 30+ pounds.